Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus; the metal cap exhibited mild signs of melting. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
As reported to ams the first fiber was ¿forward firing @ 58,224 joules¿. The fiber was exchanged with a second fiber and it also reported as ¿forward firing @ 24,560 joules¿; the case was completed with a third fiber. Patient outcome: "okay" reported. This report is for the second fiber.